Event description:
The patient reported that something above the device keeps twitching and pulsing, and that it was if the pulse going through the wires was making the muscle or the vein itself twitch all the time. The patient stated that the device was tested and everything looked normal. The patient further reported that during a later follow-up session, the device settings were changed and eventually the twitching stopped. The patient stated there was "some small opening on that lead which is causing pausing", and that there was a leak in the current. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.